Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the minicap transfer set and the titanium adapter, further described as the plastic portion of the connector fell off. Subsequently the patient developed peritonitis manifested by cloudy bag. The cause of the disconnection was unknown; however, it was reported the patient washed the transfer set in the sink after the disconnection occurred and did not inform the pd clinic. The transfer set was changed. There was no damage noted to the transfer set. It was not reported if the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.